Event description:
It was reported that during a gynecologic surgery, the unit had an issue and the clinician tried to fix it by replacing the sensor but did not check the main power. It was then found that the monitor had run out of battery because it was not placed on mains charge, which was reported as user error. The patient moved, so a new monitor and sensor were used, and it showed the patient was awake, which was confirmed by eeg (electroencephalogram), dsa (density spectral array), and bis number. It was noticed that the cannula had tissue, and the patient was immediately switched to a volatile anesthetic. The patient experienced awareness during surgery but was pain-free.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: b1, h8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.